Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this lead was explanted due to too high shock impedance measurements approx. 117 months after the implantation. The lead was damaged during the procedure and discarded in the hospital.